Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1333403. Medical device expiration date: 30nov2026. Device manufacture date: 14dec2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only 25g, the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: material no: 305916, batch no: 1333403 and 2010821. It was reported by the customer that they are not able to inject through needled as it will not flow through the needle. Verbatim: not able to inject through needle as it will not flow through the needle. This is happening with random needles it is not an entire lot but for every 100 there is one give or take. Injected patients and needed to remove the needle and change to a new one in order to administer drug.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.